Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt lost stimulation due to the charger no longer being able to communicate with the ipg. The programmer can no longer communicate with the ipg as well. A replacement charger was sent to the pt to address the issue but was unsuccessful. The pt also plans to have na MRI due to non-related health issues. As a result, the pt plans to undergo surgical intervention.